Event description:
Upon delivery of an aq2010v, the md noticed a scratch on the lens and removed and replaced the lens. Upon inspection of the second lens he also noticed a scratch and removed this lens as well. The returned product showed a torn optic but no scratch. It is unknown if the device malfunctioned. There was no patient injury.